Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 19 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio flex meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016 he obtained results of ¿163 and 258mg/dl¿ on the subject device, performed within 20 minutes of each other. Based on statistical methodology the calculated difference in results exceeds lfs criteria for precision. The patient manages his diabetes with oral medication, diet and exercise, and decreased his food or drink intake from the end of april to beginning of may. The patient denied developing any symptoms as a result of the meter issue however stated that on (B)(6) 2016 he visited his doctor¿s office where he had his metformin dose increased from 500mg to 1000mg. The patient also detailed that he had his blood glucose tested on a lab device however could not specify the results obtained. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for an acute exacerbation of either of these conditions. This complaint is being reported as the alleged issue was not resolved with troubleshooting.